Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and a pericardial effusion. It was also reported that the right ventricular (rv) lead exhibited no capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.